Event description:
This is filed to report premature activation. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and an anterior prolapse. One mitraclip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, a mitraclip nt was inserted. However, while opening the clip, the clip detached from the delivery system. It was noted the clip remained attached to the lock line. To remove the clip from the anatomy, the septum was further dilated. The clip was able to be removed without causing damage. No additional clips were implanted and the procedure was discontinued. Mr remained at a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported premature activation could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be corroded, and broken distally from the vent hole. The clip introducer material was observed deformed. The lock line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported premature activation was due to the observed broken actuator coupler. A cause of the actuator coupler break could not be determined. The observed coupler corrosion was due to post-procedural environmental condition as salinity and moisture could induce corrosion. The cause of the observed broken lock line and deformed clip introducer could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: three (3) photographic images taken during the procedure were provided. Two of the photos were taken during the same instance during the procedure in which the reported cds, operator's hands, and the fluoroscopy monitor can be seen. The delivery catheter (dc) can be fully visualized in one photo with the gripper levers fully retracted and the lock lever fully advanced in the locked state. In both photos the fluoroscopy image presents similarly in which the first implanted clip (no reported issue) and second cds (reported device) can be visualized. The clip of the second cds (reported device) is opened to ~180° and there is a clear separation from the l-lock shaft of the dc, which aligns with the reported incident details. The internal clip components (e.g. Connector, threaded stud, etc.) Cannot be directly visualized or assessed due to the orientation of the clip in the fluoroscopic view. In addition, the distal l-lock tabs cannot be visualized or assessed for damage. The third photo was taken of the reported cds after removal from the patient in which the fully inverted clip is located within the sgc soft tip. The dc and l-lock shaft can be visualized just inside the sgc with the tip of the l-lock shaft located near the sgc radiopaque tip ring. The inverted clip arms appear to be affixed and pivoting around a central focal point, indicating the hine pins are still engaged to the connector. While the connector component of the clip cannot be directly visualized in the photos, there is no evidence of a hinge pin disengagement. The photographs provided confirm the reported issue of "the clip detached from the delivery system" after insertion into the left atrium. However, a more granular assessment of the individual distal l-lock and clip components for potential damage could not be performed, as these components could not be visualized in the photos. There are no other observations based on the photos provided.